Event description:
A malfunction was reported, with the issue being identified by a fault code. There was no adverse impact on the customer's blood glucose level. The customer planned to switch to an alternative form of insulin therapy, mdi, while technical support confirmed the shipping address and provided instructions for returning the malfunctioning pump. The customer acknowledged and understood the instructions, and arrangements for returning the device were made with a pre-paid label.